Event description:
It was reported that during an exploratory laparotomy-partial gastrectomy-gastrojejunostomy-excisional abdominal lipoma procedure, the device broke off inside of the harmonic. No pieces went into the patient. Another device was used to complete the procedure. No further information is available at this time. One device will be returned.

Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.